Event description:
Related manufacturer reference number: 2017865-2022-50973 and 2017865-2023-02331. During a remote follow-up, a loss of capture was observed on the right ventricular (rv) and left ventricular (lv) leads. The patient is non-pacemaker dependent and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.